Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 28jan2019. The customer was sent an interconnection and distribution panel, power supply to address the issue. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator was not switching on. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 11feb2019, date rec¿d by MFR : 08feb2019. Correction: the power supply was not replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A distribution panel assembly was returned for analysis. A visual inspection of the returned component was performed and found the alternate current (ac) power cord connector blue wire broken off. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the physical damaged resulted in the ac power cord connector wire to broke off. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.